Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's blood glucose went up to 500mg/dl after two hours of delivering a bolus. Then the customer delivered a bolus again, and the glucose level did not decrease. Reviewed the bolus history and the boluses were registered. It was stated that the same issue happened about four weeks later. The customer did not feel comfortable and requested a replacement. No further information was provided.